Manufacturer narrative:
(B)(4). Superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the system would not turn on and the system was plugged in for a while. The back panel was opened and no switches and plugs have been touched. The front panel was opened and tried to manually turn on the ups, but it did not resolve the issue. It was noted that there was a blue light on the inside of the back panel, which was not detailed further when asked what light. The case was cancelled. The patient was under general anesthesia.